Event description:
On april 15th, 2023, fujifilm healthcare americas corporation was informed of an event involving bl-7000. It was reported that the insufflation appears to be inconsistent, as well as irrigation, during a treatment. There was a 20-minutes delay to troubleshoot the processer and the scope. There was no harm or injury to the patient. As such, this report is being submitted due to delay of procedure. No additional information was provided.

Manufacturer narrative:
Ref comp # (B)(4).